Event description:
The procedure was coil embolization for unruptured aneurysm at the bifurcation of basilar artery and superior cerebellar artery moderately tortuous but not calcified. After enc452812 (complaint product) was placed in the target lesion, the coils were inserted into the aneurysm. When 17th coil (cerecyte, goodman) was inserted, the aneurysm ruptured. No bleeding was confirmed from the ruptured site through angiography. Then, additional coils were inserted to the aneurysm to finish the procedure. The patient is in stable condition presently. No other cordis devices were used for the case. The microcatheter used with the coil was a sl10, from boston scientific. During the event, heparin reversal was conducted. The patient was in good condition and neurological intact.

Manufacturer narrative:
The enterprise stent remains implanted and the lot number of the enterprise vrd is not known; therefore, a device history record review cannot be completed. Aneurysm rupture is a known potential adverse event associated with aneurysm embolization procedures. These procedures are performed in vessels with existing aneurysms and known vessel wall weakness. With review of the information and the report that the aneurysm ruptured during placement of the noncordis coil, there is no clear relationship of the rupture and the enterprise vrd. Vessel characteristics, procedural factors, and another device appear to have contributed to the aneurysm rupture. There is no indication that the event is related to any enterprise design, manufacturing, or performance issue. Therefore, no corrective actions will be taken at this time.